Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer was trying to deliver a bolus when the numbers began to go up uncontrollably, resulting in the customer accidently delivering a bolus of 21 units. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.